Event description:
During an avm embolization with onyx, it was reported that catheter burst and onyx was observed leaking into the brain. Two days post procedure, the pt expired. Same event as MDR# 2029214-2009-00029.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was discarded.